Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the right cylinder was identified. The cause of the cylinder hole was not detailed by the hospital. The right cylinder and the pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the cylinders and the pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The first cylinder was microscopically inspected and tested for leaks. Microscope examination revealed that the cylinder had a hole at corner of a fold in the middle of the cylinder. The cylinder had wear at fold in the proximal end and middle of the cylinder. The cylinder had a leak at corner of a fold in the middle of the cylinder. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump tubing was cut down to the pump block. No leaks were found in the pump. The pump passed the functional test. Based on the information available and analysis results, the reason for the mechanical issue and the hole/perforation was most likely determined to be the hole/leak from wear at the corner of a fold in the cylinder. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the right cylinder was identified. The cause of the cylinder hole was not detailed by the hospital. The right cylinder and the pump were removed and replaced. No patient complications were reported.